Manufacturer narrative:
Philips service tested the system and performed mechanical repair, returning the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system freezes during the start sequence, impacting imaging workflow on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.